Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/ modem sn (B)(4) has been completed. The reported problem (damaged connector) was confirmed. Upon investigation the battery charger/modem power supply brick connector was bent, preventing the power supply from connecting to the battery charger/modem. The root cause for the damaged connector could not be positively identified but was likely physical abuse. No adverse event resulted from the defective battery charger/ modem. The pt received a replacement battery charger/modem.

Event description:
A zoll territory manager contacted zoll customer support to report that a (B)(6) male pt's battery charger had a damaged connector. The pt was issued a replacement battery charger/modem.